Event description:
It was reported that the patient implanted with this right atrial (ra) lead and right ventricular (rv) lead had been in a motor vehicle accident. The last interrogation prior to the accident the rv outputs were programmed to maximum output and there was a concern of a potential lead anomaly. Following the accident x-rays confirmed both the ra and rv leads had dislodged. The patient had an intrinsic rhythm and was not pacer dependent. A lead revision had been planned, however it was decided to not procedure with the procedure based on the condition of the patient after the accident. The timing of the rv lead dislodgement was unknown. There was no indication that a lead dislodgement led to the motor vehicle accident.